Manufacturer narrative:
The device is anticipated to be returned to csi, but has not yet been received. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and fractured during removal. The target lesion was located in the anterior tibial (at) artery and was accessed via a contralateral approach. During treatment, the oad got stuck in the distal at artery. When the physician attempted to spin the crown out of the lesion, the oad would not turn on. The driveshaft was cut just distal to the nosecone of the handle, outside the patient. The physician attempted to pull the device out of the patient, but the driveshaft fractured at the proximal edge of the crown. The crown, still attached to the driveshaft, and distal portion of the driveshaft were left in the patient. The patient status remained stable throughout the procedure. Additional information will be requested regarding this event.

Manufacturer narrative:
Device analysis: the oad was returned with the original saline line and proximal section of the guide wire. There was also a non-csi guide wire returned with the oad. The visual and tactile examination of the saline line did not reveal and damage that would have contributed to the event. The initial visual and tactile examination revealed that the nose cone assembly was damaged, possibly from being shipped back without the protective product tray. The driveshaft was bent at this location and is not considered a contributing factor to the difficulties experienced during the procedure. Continued examination revealed that the driveshaft and saline sheath had been destructively cut from the oad 15cm distal to the nose cone assembly. There were two distal driveshaft sections that were returned, but the crown and tip bushing sections were not returned. Both returned sections of the driveshaft appear to have been destructively cut at both ends. One section was 58.4cm in length and did not exhibit any other damage than being cut. The other driveshaft section was severely stretched or elongated with the ends having also been cut. An accurate measurement of the second driveshaft section could not be obtained due to the elongation. The returned proximal section of the guide wire had also been destructively cut. The guide wire had been cut 161.8cm distal to the proximal end. There was no other damage observed with the returned guide wire section. The guide wire is not considered a contributing factor to the difficulties experienced during the procedure. An in-house .014" test wire was loaded through the device, but met resistance at the nose cone and damaged driveshaft section. The damaged section of the driveshaft was removed to allow for functional testing. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The cable retainer clips within the handle shell were found to be in place and did not interfere with the control knob travel. The device and components functioned as intended with no abnormalities. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck in the patient and requiring surgical removal could not be determined. The damage observed during analysis can be attributed to the removal attempts after the device had become stuck. (B)(4).